Event description:
It was reported that this lead was attempted to be implanted, however, there were connection issues. It was noted that there was no signal. Another lead was implanted in its place. The attempted lead is expected to be returned for analysis. No adverse patient effects were reported.